Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 513 mg/dl. Customer's current blood glucose was 501 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer also stated that they received power loss alarm on insulin pump and they were successfully able to clear the alarm. Customer did the self test and it was passed customer also reported that the time and date was not accurate earlier on the insulin pump. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.